Manufacturer narrative:
Device evaluation: examination of the returned device revealed that the guide wire was fractured and that the distal tip, including coil wire/core wire/ribbon (ccr joint) were not returned for analysis. The high torque sleeve high torque sleeve (hts) measured approximately 6.25 inches. A small portion of the hts was cut back to reveal the core wire. The core wire was fractured. Analytical test results concluded that there was bending in the area where the core wire fractured and that the core wire fracture failed in torsion with possible contributions from tensile and bending forces. The batch number is unknown; therefore the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a guide wire fracture occurred. The target lesion was located in the mildly tortuous and moderately calcified tibial artery. The physician used a 7fr non-bsc introducer sheath and then inserted the 300cm journey guide wire through a non-bsc support catheter and as he advanced the guide wire through the lesion the tip of guide wire prolapsed. The guide wire was withdrawn with very little difficulty. The physician then inserted a long non-bsc 5fr introducer sheath through the 7fr introducer sheath for added support and had trouble advancing the 5fr introducer sheath through the 7fr introducer sheath. The physician performed fluoroscopy and observed that the tip of the guide wire was in the introducer sheath. Both introducer sheaths were withdrawn and the guide wire tip came out with the them. No complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a guide wire fracture occurred. The target lesion was located in the mildly tortuous and moderately calcified tibial artery. The physician used a 7fr non-bsc introducer sheath and then inserted the 300cm journey guide wire through a non-bsc support catheter and as he advanced the guide wire through the lesion the tip of guide wire prolapsed. The guide wire was withdrawn with very little difficulty. The physician then inserted a long non-bsc 5fr introducer sheath through the 7fr introducer sheath for added support and had trouble advancing the 5fr introducer sheath through the 7fr introducer sheath. The physician performed fluoroscopy and observed that the tip of the guide wire was in the introducer sheath. Both introducer sheaths were withdrawn and the guide wire tip came out with the them. No complications were reported and the patient's status is fine.